Event description:
The following has been reported: tubing set is misloaded. A preliminary review of the device logs identified mechanical hardware failure (vr coupler). The device was returned for evaluation. New log files indicate mechanical hardware failure (av spring cage). Performed set ID admin test, valve home test, resistor motor home test, resistor calibration / verification tests. Vr coupler tested ok. Performed dsps calibration test and unit failed. Removed and replaced the fva flag pcba due to u1 not functioning properly. Performed dsps calibration and verification tests and unit passed. The dsps sensor is exhibiting drag. The dsp sensor will be removed and replaced during the repair process. During evaluation, the (right/left/upper) loading pin assembly was found to have the spring positioned beyond the retaining c-clip. The affected loading pin(s) shall be replaced as part of the repair process. Reporting as a conservative measure due to the av spring cage and dsps issue identified during investigation. No adverse effects were reported.